Manufacturer narrative:
The tip was returned and evaluated. The tip passed both leak and thermistor testing, as well as visual inspection. No functional testing could be performed due to the expiration of the tip. A review of the device history record is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor's office reported that a patient experienced blisters during a thermage treatment of the face. Blister formation on left nasolabial fold and jawline were noted. The patient was administered an unknown local anesthetic while being treated. The patient used an unknown pain killer for a non-procedural related issue. Redness and blister formation are currently present and the possibility of scarring is unknown. The patient was prescribed unknown oral and topical antibiotics. The highest energy level used was approximately 3.0. Tip too warm errors occurred frequently during the treatment, causing the doctor to change to a second tip. The incident occurred at the 60th rep of the second tip. The tip surfaces were not inspected prior to use. This is the first time the treatment tips were used. Two treatment tips were used during this procedure; this report is for the second tip involved.

Manufacturer narrative:
Two treatment tips were used during this procedure; this report is for the second tip involved. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece and system performed as expected. Evaluation of the treatment found no issues related to this event. The data log confirmed the occurrence of tip too warm errors during treatment, but this does not present patient risk. Based on the available information, burns and blisters are known possible adverse patient reactions to thermage flx treatment.